Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise, oversensing and loss of capture (loc). Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.